Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, testing proved this device to have been returned in factory fallback mode. Device memory shows a power on reset. During preparation for device case removal, pressure on the case resulted in a reset tone. The device case was removed and microscopic inspection showed that bond wires were fractured.

Event description:
Boston scientific received information that this device was returned to allow for reliability analysis. No adverse patient effects were reported.